Event description:
A malfunction alarm occurred with the customer's insulin pump, and it was confirmed that there was no adverse impact to the customer's blood glucose level. The distributor rubin medical aps reported the incident, and tandem technical support coordinated for a replacement of the pump. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy and instructed on how to store the malfunctioning pump before returning it. The customer acknowledged the instructions and agreed to return the pump using a pre-paid shipping label within ten days.